Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an error reading on the screen during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.